Manufacturer narrative:
A review of the device history record: device history lot: synthes lot # h659972, supplier lot # na. Release to warehouse date: 16 jan 2019. Manufactured by synthes monument. No ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary background: it was reported that on an unknown date, during routine incoming inspection at field stocking location (fsl), it was observed that the stardrive screwdriver shaft self-retaining hexagonal coupling was bent. There was no patient involvement. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the stardrive screwdriver shaft/t4 50 mm/ self-retaining/hxc (part # 03.130.010, lot # h659972, mfg # 16-jan-2019) was received at us cq with the distal tip of the screwdriver twisted. Therefore, the complaint is confirmed. Dimensional inspection: dimensional analysis was not performed as relevant features are deformed due to post-manufacturing damage. Document/specification review: the following drawing(s) was reviewed; stardrive screwdriver shaft t4, self-retaining hex coupling: 03_130_010 rev d. Conclusion: overall complaint is confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection at field stocking location (fsl), it was observed that the stardrive screwdriver shaft self-retaining hexagonal coupling was bent. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).